Manufacturer narrative:
Unit received with pump error 35 and critical pump error due to moisture damage at electronic assembly and force sensor. Unable to verify keypad unresponsive due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose level was 153 mg/dl. The insulin pump will not respond and kept beeping. Customer states they are not able to rewind the pump. The customer was advised the insulin pump requires replacement and to discontinue use of the insulin pump. Adv to revert to backup plan per hcp instructions. The device will be returned.